Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was in the middle of the back-therapy pads. The patient described the area as red, itchy, and some open skin. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.